Event description:
It was reported that the balloon ruptured. An agent dcb mr 2.00 x 20mm was selected for treatment of the target lesion. During the procedure, the balloon material ruptured. The procedure was able to be completed using the same device, and there were no patient complications.